Event description:
The tubing broke during high pressure injection. The tubing was removed and replaced with another set. No report of harm or injury. Customer reported this had happened one time but returned two samples, each had a broken rotator. This is report 2 of 2 for this event. Reference: 1721504-2010-00074.

Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed. The rotator was separated at the bone between the collar and the housing. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found one similar complaint for this lot number associated with this event. The root cause of the malfunction is attributed to failure of the adhesive bond between the rotator housing and the rotator collar. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Device history record was reviewed, complaint data base was reviewed.